Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported during an infusion of orenia, the pump alerted the infusion was complete. The pump did not detect air-in-the-line and had approximately 2 feet of air past the first port under the door of the channel. Approximately 4 1/2 feet of tubing with a 0.2 micron filter contained the infusion medication with no additional air. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : age at time of event, age unit, date of birth, sex, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported during an infusion of orencia, the pump alerted the infusion was complete. The pump did not detect air-in-the-line and had approximately 2 feet of air past the first port under the door of the channel. Approximately 4 1/2 feet of tubing with a 0.2 micron filter contained the infusion medication with no additional air. There was patient involvement but no harm.